Manufacturer narrative:
It was reported that the valves leaflets opened and closed abnormally during procedure so the valve was removed and replaced. No anomalies were found with the valve leaflets upon return to abbott, and functional testing including hydrodynamic testing showed indicated the valve functioned normally. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm mitral expanded cuff masters valve was selected for implant. During device preparation, the leaflets were tested and moving normally. During implant, the valve was not opening and closing properly; it is unknown what instrument was used to test the leaflet function. The valve was "explanted and replaced" with a non-abbott mitris tissue valve. After explant, the masters valve leaflets were tested again and the leaflets continued to not move properly. The patient's antithrombotic medication regiment is unknown. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.